Manufacturer narrative:
Report date: 12feb2019. Date received by manufacturer: 7feb2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the touchscreen. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touch screen does not maintain calibration. Reportedly, the calibration drifts significantly in a few hours time. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.